Event description:
Report 2 of 3 rec'd of a non-delivery. The device was programmed in the continuous mode to deliver an unspecified concentration of epoch (etoposide, vincristine, and doxarubacin) at an unspecified rate over 24 hours. The customer contact stated that the solution was mixed on friday afternoon and then refrigerated. On saturday morning the homecare pt came to the user facility and the infusion was initiated. Approx 24 hours later, the pt returned to the user facility for the second 24-hour infusion to be started. At this time it was noted that the solution container was reportedly full, but the pump display indicated that the solution was delivered. There was no reported adverse pt effects. Though requested, no add'l info was provided.